Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced high blood glucose levels for the past week (250 mg/dl). Reportedly, the customer stated the high bg was due to an illness and not related to the pump or supplies. The customer declined to troubleshoot.